Manufacturer narrative:
(B)(4). Date sent: 11/29/2021. D4: batch # unk investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that t the 5dcs device was returned with its unopened package. Upon visual inspection, it was observed that the blister and tyvek from the packaging was damaged (holes). The damage was noted to be from the outside to the inside. The damage found compromised the device's sterility. As part of our quality process, the manufacturing records of this lot were reviewed, and the manufacturing standards were met prior to the release of this lot. The reported event is confirmed due to the damages found on the packaging. A possible cause for this condition is due to improper handling during transit or storage. It appears that the package hit a hard surface and this caused the reported event. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the protective shell around the scissors is missing and this resulted in a hole in the packaging, hence the sterility is no longer guaranteed. There was no patient involvement.